Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at 9:09 am he obtained an inaccurate high result of ¿173 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster). In response to the elevated result, the patient reported administering an increased dose of 20 units of novolog mix 70/30 insulin at 9:09 am. The patient claimed developing symptoms of ¿sweating and shaking¿ 20-30 minutes after the alleged issue began, but denied receiving medical treatment. The patient claimed his wife tested his blood glucose with the subject meter at the onset of symptoms and a result of ¿60 mg/dl¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient was testing with test strips that had been stored incorrectly, outside the vial. The products were replaced and requested back for investigation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained on the subject meter.